Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that does not work anymore. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: irrigation cover is broken. Leds not working - alarms keyboard for duo+ 98 pump. The repair of the device was however declined and was returned to the customer unrepaired the faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the fms duo+ pump/shaver combo device did not work. During in-house engineering evaluation, it was determined that the irrigation cover was broken. There was no procedure nor patient involvement reported. No additional information was provided.